Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the needle leaked while administering a flu vaccine. On closer inspection, there appeared to be a crack in the hub. There was patient involvement, and no patient harm/adverse event reported. Event occurred during immediately on use and during removal/at end of therapy. The event of "cracked/leaking" occurred with 12 needles.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.